Event description:
It was reported that there was loss of insufflation during surgery. The procedure completed successfully.

Manufacturer narrative:
Alleged failure: cib taylor s endo, not holfing pressure, po 2628378. Delay: 5 min. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. There is no probable root cause in relation to the complaint as the event details could not be confirmed. However, the unit has sustained physical damage resulting in a cracked front panel, misaligned chassis, and a power button led which is not functional. Due to the observed damage, it is possible that degradation may occur in time to internal components. Therefore, it is advised to replace the unit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of insufflation during surgery. The procedure completed successfully.